Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The vitrectomy valve cable assembly was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on april 8, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming vitrectomy valve cable assembly, which wore out over time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the probe did not cut prior to a surgical procedure. An alternate system was used to initiate and complete the surgery with no harm to the patient.